Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the therapy electrodes. The patient reported that she had a metal allergy and the therapy electrodes were turning her skin green. The patient's physician instructed the patient to use caladryl on the irritation, and the irritation improved.